Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that episodes of ventricular fibrillation due to noise was observed. It was noted that the patient received inappropriate atp therapy. Externalized conductors between the svc coil and the rv coil as well as an insulation abrasion in the svc connector were observed during lead revision. The lead was capped and replaced on (B)(6) 2016. The patient received no complications.

Manufacturer narrative:
A partial lead with the connector pin measuring 12.0cm was returned for analysis. External insulation abrasion was noted at 4.5-5.0cm from the svc connector pin, consistent with lead friction to the ICD can. External insulation abrasion was noted at 1.2-1.4cm and 2.3-2.5cm from the cut end of the is-1 leg, consistent with lead friction to the ICD can. The etfe coating was intact at these locations. This is consistent with the observations from the field of noise and inappropriate therapy.